Event description:
My marshall 92 digital blood pressure monitor omron healthcare, inc. Malfunctioned this morning. The pressure value preset was set at 200, turned it on, the little hollow heart "begin to measure" picture appeared, and I pressed the "start" button. Instead of normal operation, it started normally, counting up to as it does, but then the pulse/mm display went to a single horizontal line, the pressure in the cuff shot up, and I was unable to get it to stop or turn off. Eventually, the cuff popped the metal keeper, and the metal ends dug into my upper right arm. Luckily, it only left a few bruises, and did not penetrate the skin, but it was a near thing. One of the metal ends was very close to a blood vessel; if it had penetrated, it might have been serious. So, this is to advise you of a potential problem with the unit. The cuff was the extra large model, bought them together that way. I've got pictures of the unit, the keeper, and the bruise on my arm, if any would be useful. I've contacted the manufacturer regarding repair / replacement.